Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) physiological saline was drawn into the machine when using the catheter.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5, h6(clinical & impact)

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) physiological saline was drawn into the machine when using the catheter. An extender tubing was connected to this iabp unit after insertion of a iab catheter, and "start" key was pressed. Iabp unit aspirated saline. Reportedly, at that time, the extracorporeal tubing hadn't been connected yet to the extender tubing and the connector of the extender tubing was soaking in saline inside of a tray. The iab catheter was replaced to a new one (second device); however, later on, when the second iab catheter was connected to this iabp unit and "start" key was pressed again in order to start iabp therapy, saline remained inside this iabp unit was entered within the second iab catheter. Therefore iabp therapy was continued with another iabp unit and a third iab catheter. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
Event site postal code: (B)(6). Getinge field service engineer (fse) have confirmed that the problem has been drawn inside the device. It was resolved by replacing following parts: pneumatic module assy, pim to backplane cable assy, helium reservoir assy, regulator drive, fitting, muffer, 70 micron,1/4 np, pneumatic fitting in line , male and fitting,"l" 1/16 brass. Conducted a 100-hour operation check after parts were replaced. The equipment is in good condition.